Event description:
Tap- it was reported that 162 days after implantation of 2.75 x 32mm taxus express2 drug eluting stent, in-stent restenosis occurred. During the initial procedure, a 70% stenotic lesion was located the mid left anterior descending (lad). No information was reported concerning vessel tortuosity or the lesion calcification. After predilation with a 3.0x15mm noncompliant balloon, a dissection occurred in the proximal lad. A 2.75x32 mm taxus stent was deployed at 9 atms with two serial inflations in the mid lad. Post-intervention results were reported as "excellent angiographic results" and "0% residual stenosis." The lesion was thought by the physician to be a "distal embolization of clot rather than reprogression of atherosclerosis in this region of lad." The pt received angiomax, plavix, and diuretics post-procedure. Patient complications were reported residual chest discomfort." The pt presented 162 days after the initial procedure with progressive angina and an in-stent restenosis in the mid and distal lad. A 2.5x16 mm taxus stent was deployed in the distal lad. Next, a 2.75x16mm taxus stent was deployed in region of the previously placed 2.75x32mm taxus stent in the mid lad. Post-intervention results were reported as 0% residual stenosis for both stents. Patient complications were reported as "none."

Manufacturer narrative:
The complainant indicated that the stent remains implanted, and the delivery device will not be returned for evaluation; therefore, a failure analys is not available, and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch 8020184 have been reviewed and no issues or discrepancies were found. Should further relevant information become available, a supplemental medwatch report will be filed.